Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump had a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Company representative reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 832 mg/dl. Infusion set cannula was bent. Device had alarmed no delivery alarms. Customer's mother wanted the device replaced. Customer agreed to return the device for analysis.